Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, recurrence, abscess, seroma, staph epidermidis, inflammation, foreign body giant cell reaction, chronic abdominal panniculitis, necrosis, hemorrhages, purulent material, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and bowel adhesions. Post-operative patient treatment included revision, additional implant, seroma drained, and removal surgery.

Manufacturer narrative:
Additional information: additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, recurrence, abscess, seroma, staph epidermidis, inflammation, foreign body giant cell reaction, chronic abdominal panniculitis, necrosis, hemorrhages, purulent material, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and bowel adhesions. Post-operative patient treatment included revision, additional implant, seroma drained, CT-scan, panniculectomy, and removal surgery. Relevant tests/laboratory data 13 oct 2011 op note states seroma drained 3 times by CT guidance, at one point it came back staph epidermidis. Most recent came back seroma (B)(6) 2011 surgical pathology report: pannus-chronic inflammation and foreign body giant cell reaction, abdominal wall. Hernia mesh and abscess abdomen- inflammation, necrosis, and fresh and old hemorrhages, abdominal wall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, recurrence, abscess, seroma, staph epidermidis, inflammation, foreign body giant cell reaction, chronic abdominal panniculitis, necrosis, hemorrhages, purulent material, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and bowel adhesions. Post-operative patient treatment included revision, additional implant, seroma drained, CT-scan, panniculectomy, abdominal wall reconstruction with external oblique muscle flaps, and removal surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic pain , infection, recurrence, abscess and bowel adhesions. Post-operative patient treatment included revision, additional implant and removal surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic pain, infection, recurrence, abscess, seroma, staph epidermidis, inflammation, foreign body giant cell reaction, chronic abdominal panniculitis, necrosis, hemorrhages, purulent material, and bowel adhesions. Post-operative patient treatment included revision, additional implant, seroma drained, and removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced chronic pain, infection, and bowel adhesions. Post-operative patient treatment included revision and removal surgery.